Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic (automated impella controller) issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella cp with smart assist for hemodynamic support. While on support, the console used for the implant was a loaner and the patient was being transferred so the catheter was transferred to a different automated impella controller (aic). Immediately the placement signal was identified as being unreliable. The catheter was then transferred back to the loaner console and the placement signal was fine.